Event description:
Mom spontaneously called, indicated the last couple times 1 needle site was leaking. Pharmacist went through techniques used to pinpoint possible issue. Pharmacist will have 9mm length needle (longer needle) sent on next shipment. Mom did not report any adverse event. Reported to (B)(6) by pt/caregiver.